Event description:
The biomedical engineer (bme) reported that the nibp on the ay input unit, which was connected to the bedside monitor (bsm) was malfunctioning. The nibp cuff pumped up all the way but would not deflate. The ay-653p input unit will be returned to nihon kohden for repair without the main bsm. The unit was not in use on patient at the time.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at (B)(6) med center reported the input box (ay-653p-qm sn: (B)(6) ) nibp would inflate normally to the correct pressure but would not deflate. The ay-653p input unit was returned to nihon kohden for repair without the main bsm. Investigation conclusion: the root cause is determined to be failure of the nibp pump #532149b due to blockage and cracking diaphragm. The recommended action under irc-nka300083020 was to replace the pump. The overall risk, as determined from the product of probability (likely) and severity (insignificant), is determined to be medium. Pump functionality is a regular inspection item and the part is replaceable. Review of ay-653p nibp pump #532149b replacements by year suggests a decreasing trend of pump failures since 2016. No CAPA is required. Additional device information: d11 & c2 concomitant medical device. The following device was used in conjunction with the main bsm unit and was the device that failed: input unit: model: ay-653p. Sn: (B)(6) . UDI no: (B)(4). Manufactured date: 08/07/2013. Age of the device: 73 months. Returned to nk: 10/14/2019. New information for follow-up 001.

Manufacturer narrative:
The biomedical engineer (bme) reported that the nibp on the ay input unit, which was connected to the bedside monitor (bsm) was malfunctioning. The nibp cuff pumped up all the way but would not deflate. The ay-653p input unit will be returned to nihon kohden for repair without the main bsm. The unit was not in use on patient at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Concomitant medical product. The following device was used in conjunction with the main bsm unit and was the device that failed: input unit model: ay-653p, sn: (B)(4), UDI no: (B)(4), manufactured date: 08/07/2013, age of the device: 73 months, returned to nk: no. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model #, catalog #, serial #, UDI #, approximate age of device, PMA/510(k) number, device manufacture date.

Event description:
The biomedical engineer (bme) reported that the nibp on the ay input unit, which was connected to the bedside monitor (bsm) was malfunctioning. The nibp cuff pumped up all the way but would not deflate. The ay-653p input unit will be returned to nihon kohden for repair without the main bsm. The unit was not in use on patient at the time.